Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them, and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On february 8, 2008, a patient/layperson informed a customer care advocate, cca, that her one touch ultra meter did not turn on after inserting a test strip and on another occasion, she was unable to code it. Reportedly, the patient was treated by emergency services on these two separate occasions for hypoglycemia after the patient was vomiting, light headed, and shaky while attempting to test. The product functioned during troubleshooting with the cca who replaced all products. This senior medical affairs specialist spoke with the patient on 2/20/08. The patient denied being hospitalized for a coding issue. Rather, in 2008 and again on approximately two days later, the patient was treated for hypoglycemia after attempting to test. Two days earlier, the patient was shaky. The meter would not power on with the test strip. Based upon the symptom, her husband gave her three teaspoons of 7-up. The patient again attempted unsuccessfully to test and then passed out. Her husband called emt,who tested on their unknown meter with a result of "75" mg/dl. Although they did not treat the patient, she was transported to the emergency room where her blood glucose was found to "have fallen drastically." The patient does not recall the result. She was hooked up to several IV's and "immediately treated with glucose." The patient noted that because her insurance did not cover an admission, she was sent home. Two days later, the patient was again in the ER for the same issue. When discharged from ER she was told to test every four hours to monitor for low blood glucose. The patient suggested the test-strips would not enter the strip holder due to what appeared to be a bent wire inside the holder. The patient is treated for anemia and takes aspirin to replace coumadin. When her blood samples are "sometimes really thick", the strip will not absorb the sample. Because the patient claimed she was unable to obtain an actionable result with the product before passing out, the complaint is classified as an adverse event.